Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 01/01/2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 060 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: a review of the black box showed a call service 060 alarm. Further investigation was unable to be performed due to moisture ingress causing a blank display. The call service 060 complaint was unable to be adequately investigated.